Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. The distal lv (low voltage) electrode of the lead was covered in blood, and no anomalies were found.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, the guide wire could not be inserted into the lead completely so the lead could not bend and reach target position. The ipl was removed and replaced with a different lead to complete the operation successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, the stylet could not be inserted into the lead completely so the lead could not bend and reach target position. The ipl was removed and replaced with a different lead to complete the operation successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.